Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported the patient experienced right posterior diaphragmatic neuropathy. During a percutaneous catheter myocardial ablation a polarx catheter was selected for use. Error 1- 0004000 the console detected blood in the catheter during left pulmonary vein cooling, but the cable was reinserted, and the magnetic field was turned off since rhythmiahdx was used in conjunction with 3d. It was continued as there is no error with inflation outside the patient. Monitoring was performed using palpation and the diaphragm movement sensor (dms) while cooling the right superior pulmonary vein. During the first time at 31mm, the cooling was not sufficient and was stopped after 90 seconds. The second time was also started at 31mm. Pulmonary vein isolation was achieved in about 10 seconds, but the dms turned red at about 120 seconds, therefore cooling was stopped. Deflation was also performed, but the diaphragm stopped moving. At the end of the procedure, 3 hours later, the diaphragm was checked again, but there was no movement so the patient was hospitalized. Additional information revealed the diaphragm movement had returned. No blood was visible when the blood detect occurred.

Manufacturer narrative:
Correction to the initial MDR in block(s) h6.

Event description:
It was reported the patient experienced right posterior diaphragmatic neuropathy. During a percutaneous catheter myocardial ablation a polarx catheter was selected for use. Error 1- 0004000 the console detected blood in the catheter during left pulmonary vein cooling, but the cable was reinserted, and the magnetic field was turned off since rhythmiahdx was used in conjunction with 3d. It was continued as there is no error with inflation outside the patient. Monitoring was performed using palpation and the diaphragm movement sensor (dms) while cooling the right superior pulmonary vein. During the first time at 31mm, the cooling was not sufficient and was stopped after 90 seconds. The second time was also started at 31mm. Pulmonary vein isolation was achieved in about 10 seconds, but the dms turned red at about 120 seconds, therefore cooling was stopped. Deflation was also performed, but the diaphragm stopped moving. At the end of the procedure, 3 hours later, the diaphragm was checked again, but there was no movement so the patient was hospitalized. Additional information revealed the diaphragm movement had returned. No blood was visible when the blood detect occurred.